Manufacturer narrative:
Results: there was no visible damage to the indigo system aspiration tubing (tubing). Coagulated blood was flushed out of the tubing during decontamination by a penumbra investigator. The tubing was connected to an aspiration pump. The aspiration pump was powered on and vacuum was present. Conclusions: evaluation of the returned device revealed that the tubing was functional. During decontamination, coagulated blood was flushed out of the tubing by a penumbra investigator. The tubing was connected to an aspiration pump and vacuum was present. Therefore, the tubing was functional. The coagulated blood likely contributed to no aspiration. Tubing is visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure for a deep vein thrombosis (dvt) using the indigo system aspiration tubing (tubing). During the procedure, no aspiration was possible. The tubing was removed and attempts to aspirate saline were unsuccessful. The procedure was completed using new tubing. There was no report of an adverse effect to the patient.